Event description:
Name of procedure: lap chole. Event description: I am writing to report an issue encountered with the epix universal clip applier (ca500) during a lap chole. The clip applier had no problem during the first 5 clips, but misfired during the 6th clip and it didn't fire the clip. Clip was fired with no problem right after. There were no patient complications resulting from this issue. For your reference, the device details are as follows: reference number: (B)(4). Lot number: 1533462. Expiration date: 2027-09-09. Hospital [name]. Additional information provided by an applied medical representative on 13oct2025 via email: october 10, 2025. I was in the case. Case was completed successfully with the same clip applier. Yes, the product is available for return. Applied medical bladed z-thread 5mm trocar used with device. Observed when a subsequent clip was loaded. No, it did not occur again. Occurred once. The clip wasn¿t visible between the jaws when the misfire clip happened. No, a clip was not loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No, it was not manually removed. No clip was fired in this instance when the surgeon intended to fire his 6th clip. Intervention: case was completed successfully with the same clip applier. Patient status: no patient complications resulting from this issue.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
I am writing to report an issue encountered with the epix universal clip applier (ca500) during a lap chole. The clip applier had no problem during the first 5 clips, but misfired during the 6th clip and it didn't fire the clip. Clip was fired with no problem right after. There were no patient complications resulting from this issue. For your reference, the device details are as follows: reference number: ca500 lot number: 1533462 expiration date: 2027-09-09 hospital [name]. Additional information provided by an applied medical representative on 13oct2025 via email: on (B)(6) 2025. I was in the case. Case was completed successfully with the same clip applier. Yes, the product is available for return. Applied medical bladed z-thread 5mm trocar used with device. Observed when a subsequent clip was loaded. No, it did not occur again. Occurred once. The clip wasn¿t visible between the jaws when the misfire clip happened. No, a clip was not loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. No, it was not manually removed. No clip was fired in this instance when the surgeon intended to fire his 6th clip. Intervention: case was completed successfully with the same clip applier. Patient status: no patient complications resulting from this issue